Event description:
Pt was in the hospital for unrelated medical treatment. Pt requested pump refill prior to discharge. Following refill, pt experienced severe respiratory depression, seizures, and hypertension, attributed to pocket fill. Pt was in ICU, and was treated with IV narcan for 2 days, with IV nipride for hypertension. Pt required extended hospitalization for this event, and is now experiencing pain not present prior to event.